Event description:
Reporter indicated that a lead discontinuity was identified during generator replacement surgery for end of service. A lead discontinuity was visualized by the surgeon near the lead connector pin bifurcation. Surgeon could not report whether lead discontinuity occurred prior to surgery. Surgeon did not attempt implantation of the new vns therapy system. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
A device malfunction occurred but did not cause or contribute to a death or serious injury.